Manufacturer narrative:
The ICD was retained by the hospital. This report will be updated should additional information become available or upon return and completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was emitting tones and recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This ICD was explanted. No additional adverse patient effects were reported.